Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4053, lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that patient had two atrial fibrillation events that caused the patient to be syncopal and taken to the hospital two more times since the prior event. Testing revealed thresholds were within normal limits and the safety margin was reprogrammed.

Event description:
It was reported that the patient was feeling dizziness and lightheadedness with pauses. The patient was hospitalized for a possible stroke. Telemetry noted about fourteen pauses lasting four to five seconds. It was also noted that the patient's electrolytes were slightly low. The safety margin and sensitivity were reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.